Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing an ipsilateral approach. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior tibial artery. After the 0.014x190 non bsc guide wire crossed the lesion, the 2.5mm x 150mm x 150cm coyote balloon catheter was advanced to dilate the lesion. The balloon was inflated however, it ruptured at 14 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen. The shaft was kinked 15cm from the distal tip. Examination under magnification revealed a small pure circumferential balloon tear 66mm from the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing an ipsilateral approach. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior tibial artery. After the 0.014x190 non bsc guide wire crossed the lesion, the 2.5mm x 150mm x 150cm coyote balloon catheter was advanced to dilate the lesion. The balloon was inflated however, it ruptured at 14 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).